Event description:
It is reported that the procedure was to treat a lesion in an unspecified coronary artery which was mildly calcified, mildly tortuous. Pre-dilatation was performed, but the stenosis was not reduced to less than 40%. The 3.0 x 18 mm implant was advanced to the lesion without resistance, but when pressurized, the delivery system balloon would not inflate. When the device was removed, a kink was noted in the shaft by the balloon. Using a syringe and water to test the device, a leak was observed at the kinked area. It was further reported that there had been some difficulty removing the protective sheaths from the device during unpacking. There was no clinically significant delay in procedure and no adverse effects. No additional information was provided.

Manufacturer narrative:
(B)(4): failure to follow steps/instructions. Though the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s. Evaluation summary: the device was returned for evaluation. The reported the inflation issue and leak were confirmed. The reported kink was not confirmed. The reported difficulty removing the protective sheaths could not be replicated in a testing environment as the protective sheaths were not returned. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that the instructions for use (IFU) warns: it is not recommended to treat patients having a lesion that prevents complete inflation of an angioplasty balloon, or a lesion with greater than 40% residual stenosis after pre-dilatation by visual estimation. In this case, the IFU deviation does not appear to have directly caused or contributed to the reported complaint.